Manufacturer narrative:
(B)(4). Method: the two complaint rt265 infant dual-heated evaqua2 breathing circuits were returned to fph in (B)(4) for evaluation, where they was visually inspected and pressure tested. Results: visual inspection revealed a crack on the expiratory limb patient end connector collar of both breathing circuits. No visible damage was observed on the tubing of either breathing circuit. The pressure test result was within specification for both breathing circuits. A lot check was not performed as lot information could not be confirmed. Conclusion: based on the nature of the cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after 3 days of use, which suggests that the complaint circuits became damaged after the product was released for distribution. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms." The user instructions also state the following: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitisers."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that two rt265 infant dual-heated evaqua2 breathing circuits had a crack on the expiratory limb collar after 3 days of use. No patient consequence was reported.